Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Gauged retractor found in cpd while processing trays. Case type: no associated procedure. Update: "the retractors get gauged after performing several mako cases due to the saw blade hitting them during cutting."

Event description:
Gauged retractor found in cpd while processing trays. Case type: no associated procedure. Update: "the retractors get gauged after performing several mako cases due to the saw blade hitting them during cutting."

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: the retractors get gauged after performing several mako cases due to the saw blade hitting them during cutting. Product evaluation and results: the reported device was confirmed to be a patella retractor, p/n: 210195, lot: 31929. The reported device was confirmed to have a gauged retractor. Product history review: review of the device history records indicate 99 devices were manufactured and inspected on 02-09-2017 with no reported discrepancies. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the patella retractor. There have been one other events for the referenced lot number: pr #2080254. Conclusions: the product was inspected and confirmed to have a gauged patella retractor. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.